Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af). After one minute in the zone, the device skips the rest of the atp (due to current atp timeout settings) and delivers two 41 joule shocks. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.